Manufacturer narrative:
Correction information. G6: follow up #1. H6: coding changed based on the investigation result. We couldn't investigate because the device was not returned. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Closed to the end of the examination, the user found that the angle button was lax suddenly and the angle did not work in place. This event occurred at the time of during use. There was no report of patient harm.